Event description:
It was reported that one week post ivc filter implant, the pt presented to the emergency room with severe abdominal pain. Reportedly, imaging demonstrated that the filter was tilted approx ninety degrees. In addition, two filter legs extended outside the cava wall by approx two centimeters and were straddling the infrarenal aorta. The same day, urology forceps were advanced through a 22f introducer sheath in the right femoral vein and the filter was successfully retrieved. The pt is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.